Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, issues related to the internal battery and porting block were observed. The device's internal battery and porting block were replaced to address the issue. The device had evidence of physical damage consistent with being dropped.